Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left device not identified') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no: c06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included suprapubic pain, adnexa uteri pain, endometriosis, cervicitis, adenomyosis and multiparous. Concomitant products included diazepam (valium), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), levothyroxine from 2014 to 2018 and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy- nickel"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), abdominal pain upper ("stomach pain"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection ("uti") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dyspareunia, urinary tract infection, abdominal pain upper and abdominal pain lower outcome was unknown and the dysmenorrhoea, menorrhagia, allergy to metals, vaginal haemorrhage, vulvovaginal mycotic infection, fatigue and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted as essure insertion date: on (B)(6) 2014. Received treatment for pelvic pain, abdominal, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy- nickel, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion. Ultrasound pelvis: on an unknown date: right essure device, left device not identified, loculated pelvic fluid. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dyspareunia, menorrhagia, fatigued, dysmenorrhea, vaginal discharge, pelvic pain, lot number: c06466, manufacture date: 2013-12, expiration date: 2016-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality-safety evaluation of ptc. We received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left device not identified') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included suprapubic pain, adnexa uteri pain, endometriosis, cervicitis, adenomyosis and multiparous. Concomitant products included diazepam (valium), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), levothyroxine from 2014 to 2018 and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy- nickel"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), abdominal pain upper ("stomac pain"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection ("uti") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dyspareunia, urinary tract infection, abdominal pain upper and abdominal pain lower outcome was unknown and the dysmenorrhoea, menorrhagia, allergy to metals, vaginal haemorrhage, vulvovaginal mycotic infection, fatigue and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted as essure insertion date : (B)(6) 2014. Received treatment for pelvic pain, abdominal, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy- nickel, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound pelvis - on an unknown date: right essure device, left device not identified, loculated pelvic fluid. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dyspareunia, menorrhagia, fatigued, dysmenorrhea, vaginal discharge, pelvic pain. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received. Lot number, new events: "abnormal bleeding (vaginal), yeast infection, fatigue, vaginal discharge, stomach pain, lower abdominal pain, left device not identified", new reporters, concomitant drugs and conditions, lab data added. We received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy- nickel") and urinary tract infection ("uti"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, allergy to metals and urinary tract infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: discrepancy noted as essure insertion date : (B)(6) 2014. Received treatment for pelvic pain, abdominal, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy- nickel, uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs received. Case becomes an incident. Injury event was removed. Events added: pelvic pain, abdominal, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy- nickel, uti. Reporter's information was added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.